Event description:
It was reported that during a da vinci s thoracic sympathectomy procedure the coating at the distal end of the maryland dissector instrument peeled off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube coating has two deep scratches. One scratch reveals the metal underneath the coating and the coating is missing. The missing piece measures roughly 0.036 x 0.72. The piece next to it is attached. The other scratch is located next to the snake wrist area with the top layer of the black coating sliced off; however, the scratch does not reveal the metal underneath the coating. The sliced piece is roughly 0.162 x 0.085. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.